Event description:
Customer reported that "pox (rad-57) was not working properly while ppv was given to pt after birth; pox continued to not work properly during ppv and while pt was transported to nicu."

Manufacturer narrative:
Multiple attempts were made to obtain add'l info from the customer. The device has been returned to masimo for eval. When the investigation is complete a follow up report will be submitted.